Event description:
In 2009, the sales representative reported that during surgery, the head of the screw came off. The surgeon did an x-ray intraoperatively and noticed that the screw had disassembled. Additional information received on 17 jul 2009 via telephone. The sales representative reported that during final tightening, the screw disassembled. The surgeon was using the counter torque wrench, pulling the head up or reducing when the closure top was tightened. Additional information received at the end of the month via telephone. The sales representative reported that when the screw disassembled, the surgeon explanted the screw and replaced it with another one. There was no surgical delay.

Manufacturer narrative:
Evaluation is pending.